Event description:
It was reported that the patient presented in the emergency room with symptoms of dizziness. Upon device interrogation, the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced without complication. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).